Manufacturer narrative:
(B)(4).

Event description:
The pt experienced lack of effect and pre-existing pain. It was unk if the problem could be attributed to the implantable neurostimulator system. The lead was revised (B)(6) 2009. Reprogramming was done (B)(6) 2009 with inadequate coverage of pain. The pt stopped using the implantable neurostimulator. Four months later, there were coupling and communication issues between the recharger and neurostimulator. An overdischarge was suspected. The stimulator was explanted (B)(6) 2010, due to inadequate analgesia.